Event description:
Customer reported that a pt underwent an overlapping repair of an umbilical hernia. The pt reportedly sneezed the following day and returned to the physician for f/u. The pt was returned to surgery for repair at which time the surgeon found that six of the retention knots were untied.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.